Event description:
It was reported that while using the bd nano¿ pro ultra-fine¿ pen needle the needle clogged when priming. The following information was provided by the initial reporter: consumer reported needle clog when priming stated, issue occurred with two boxes

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3038616; d.4. Medical device expiration date: 29-feb-2028; h.4. Device manufacture date: 07-feb-2023. D.4. Medical device lot #: 2342155; d.4. Medical device expiration date: 31-dec-2028; h.4. Device manufacture date08-dec-2022. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ pro ultra-fine¿ pen needle the needle clogged when priming. The following information was provided by the initial reporter: consumer reported needle clog when priming stated, issue occurred with two boxes.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution ?: yes d.9. Returned to manufacturer on: 23jan2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number 3038616 and the 3rd complaint for the reported lot number 2342155. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for these lots. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd nano¿ pro ultra-fine¿ pen needle the needle clogged when priming. The following information was provided by the initial reporter: consumer reported needle clog when priming. Stated, issue occurred with two boxes.